Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to pain and performance decrement. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 25, 2022.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 12, 2022.